Event description:
It was reported patient underwent a proximal humeral plating procedure on an unknown date. During the procedure, the smooth pegs would not lock into the plate. The procedure was completed without pegs engaged in all the proximal holes.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Date of event - unknown, expiration date - unknown, date implanted - unknown, PMA/510(k) number, manufacture date ¿ unknown.